Event description:
Additional information was received. It was indicated decreased medicine responsiveness occurred with a date of incidence of (B)(6) 2020. The event was considered serious. Pump operability testing was performed on (B)(6) 2020; the results were not specified. A catheter x-ray study was performed on (B)(6) 2020; the results were not specified. It was reported medicine removal from the catheter access port (cap) could not be performed. The event was considered not recovered as of (B)(6) 2020. The event was considered causally related to the catheter. The following was reported: "1. Catheter trouble caused by decreased baclofen reactivity in 2018, baclofen pump and catheter were implanted at the university of (B)(6) hospital. Initially, it was treated at 16 ug / day, but the effect was insufficient and the amount of involvement gradually increased. (B)(6) 2020: an outpatient clinic at the (B)(6) center attempted catheter imaging, but no regurgitation of cerebrospinal fluid was observed, and imaging was abandoned. (B)(6): admitted to (B)(6) center for dose adjustment. Baclofen dose at admission 205 ug / day. Bolus administration of baclofen50 ug from the pump reduced spasticity but did not improve lower extremity pain. The baclofen dose was adjusted to a final dose of 165 ug / day, but lower limb spasticity increased and lower limb pain remained. Catheter trouble is suspected and the patient was referred to this department. (Department of neurosurgery, (B)(6) hospital) from (B)(6) 2020, the patient was admitted to this department for evaluation. Lumbar puncture with baclofen 50ug intramedullary injection showed prominent reduction in spasticity and pain in the lower limbs, and it was judged that there was a high possibility that there was a problem with the communication between the catheter and the cerebrospinal fluid cavity." "Hospitalized for procedure from (B)(6) 2020. On (B)(6) a puncture catheter was implanted from l3 / 4 under all anesthesia, the previous catheter and pump were removed, and a new pump was placed. During the operation, regurgitation of cerebrospinal fluid was observed from the previous catheter, and it was judged that there was no obstruction."

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, lot# n764524001, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: n764524001, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 200 mcg/day) via an implantable pump for spinocerebellar degeneration. It was reported the patient had an intrathecal baclofen (itb) pump implantation in (B)(6) 2018. The catheter was noted to be at th10. After implantation, due to a complaint that it was not as effective as during screening, the patient was admitted for rehabilitation and scrutiny. On (B)(6) 2020, a catheter abnormality was suspected and contrast examination was performed. The contrast examination was discontinued because the drug in the catheter could not be removed. In (B)(6) 2020, there was a difference in the effect when a 50 mcg bolus was administered from the system and when 50 mcg was administered by lumbar puncture, so abnormality of the catheter was suspected. They did not come to the judgement that the catheter was epidural even after performing a contrast examination. Due to a strong complaint from the patient that they wanted to replace the catheter and pump because they wanted to feel fine, the catheter and pump were replaced on (B)(6) 2020. The attending physician's assessment indicated the catheter was checked for outflow of spinal fluid before replacement and it had sufficient backflow. In addition, the manufacturer's representative confirmed outflow of spinal fluid from the catheter to be newly implanted. From what was seen, it would not be possible to imagine catheter abnormal ities such as the catheter being epidural at the time of implantation. "In addition, if the outflow of spinal fluid is observed even if the catheter is not placed in the medullary cavity, it may be better to make a contrast examination after placing the pump in the implantation guide. Although the cause of this patient has not been finally investigated, there may be a temperamental problem, so follow-up and close examination will be performed in parallel." It was indicated pump operability test and catheter x-ray study were performed. The outcome of the adverse event was unknown. The event was considered causally related to the drug, and not related to the catheter, pump, programmer, or surgical procedure. Further complications were not reported. Additional information was received. The reason why the drug could not be removed was unknown. The explanted system would not be returned. Additional information was received. The explanted system was discarded.